Event description:
During a cryoablation procedure the catheter became lodged in the non-abbott sheath during insertion. When attempting to pull back the catheter forcibly the tip became damaged and separated into two pieces. As the tip of the catheter was still in the sheath, both the sheath and the entire catheter were removed from the patient. No intervention was required. The devices were replaced and the procedure was completed with no adverse consequences to the patient.